Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old male patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that while on the impella cp the patient experienced ventricular tachycardia. During the exchange, the wire went into papillary and caused sustained ventricular tachycardia. The catheter and wire reinserted without issue and wire pulled back upon impella pigtail entry into lv to avoid papillary muscle. Pump started without issue. The pump was weaned and explanted, distal runoff revealed an occluded left leg. Left femoral artery stented, clot visualized and multiple passes with penumbra restored distal flow and hemostasis of the impella access.